Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reported that fluid leakage occurred during the procedure while using a peritx peritoneal catheter placed on (B)(6) 2026. The physician noted that the leakage was associated with the pleural peel-away introducer. The impact to the patient was inconvenience due to fluid leakage experienced during the catheter insertion procedure. No additional patient harm was reported.